Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had damage. Customer's blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer stated that they had had trouble with reservoirs as when pulling back to fill the back came off and had a lot of scar tissues and the tape was hanging as it did not stick in when inserted. Customer was unsure if leak was past first or second o ring. Customer states there was not an air bubble in the reservoir. The device will not be returned for analysis.